Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: a review of the black box showed no activity outside normal use. A review of the basal setting history showed the same programmed basal rate of 0.55units/hour at 6am and 4pm; the basal history did not record the 4pm program segment because the rate was unchanged from the 6am rate. The total daily dose added up correctly and matched the programmed basal rate. The pump powered on appropriately to the verify screen. The advanced bolus features were set to ¿on¿ and were found to be functioning accurately. The pump was paired with a test meter, and was successfully primed and exercised for 24 hours with no issues. A basal delivery was simulated with different rates every 30 minutes and the basal history recorded accurate basal segments at the correct times and in the correct order. No defect was found on investigation; the complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the programmed basal rate was not being delivered and was not showing in the basal history. The reporter noted that the pump continued to reset to previous basal rates and did not save the changes programmed by the healthcare provider. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.